Manufacturer narrative:
The lead is currently not available for analysis. No conclusions regarding the clinical observation can be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - this lead was explanted and replaced due to the patient falling on the left shoulder which caused dislodgement. There were no adverse side effects related to the dislodgement reported.